Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found no further material was identified within the biopsy channel. However, the evaluation found light cover glass adhesive was worn and optical cover glass adhesive was worn. The up/down angle failed to meet the specification. The automated air leak test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during the procedure, the clinicians discovered what they think may be human tissue in the channel of the gastrointestinal videoscope. There was no impact to the patient, and the procedure was completed using a different scope.